Event description:
It was reported that the insulin pump had a blank display. Customer stated that the screen of the insulin pump only turns on when pressing buttons and then turns off when releasing them. Customer's blood glucose reading at the time of the call was 250 mg/dl. No further information reported.

Manufacturer narrative:
The unit was programmed and monitored for 1 day with no blank display noted. There was a no blank display, display anomaly noted when buttons are pressed. All operating currents are within specification. The off no power alarm functions properly. The unit had minor scratched display window, cracked case at display window corner and cracked reservoir tube lip. There was no damage noted on isolation tape c13 on lcd.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.